Event description:
It was reported that the patient experienced withdrawal symptoms in 2007. The patient stated ¿I knew when that one was going out because I went through withdrawal symptoms¿. The pump was replaced in 2007 and the reason for the replacement was unknown. The patient stated the pump was replaced after 6 years. The patient stated ¿they just told me that the pump was not working and I wasn¿t getting the medication.¿ the patient was admitted to the hospital and was put on morphine until they could get her into surgery. The device system had delivered morphine and ¿some type of numbing medication¿. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), product type catheter. (B)(4).